Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. The initial reported event of high svc coil impedance was previously submitted via remedial exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for high impedance of the superior vena cava coil. It was further reported that the patient¿s right ventricular (rv) lead was possibly fractured. The patient is a participant in the post approval clinical surveillance product surveillance registry. The rv lead was capped and not replaced due to patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited elevated thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead was explanted.